Event description:
Bone cement hardened prematurely before total hip replacement was implanted. Caused considerable delay in surgery and increased bone manipulation to prep the bone to receive the implant. Follow-up reveals that the manufacturer was contacted. The assessment of the event by the manufacturer suggests that the error may have occurred in the mixing process. The site has not received a report from the manufacturer.

Event description:
Add'l info rec'd from MFR 3/11/05: the model number and/or catalog number of the devive listed in the medical device report. The info could not be provided by the originator. The mfg lot and/or serial number of the device listed in the medical device report. This event was reported to stryker orthopaedics on 11/10/04 by a co rep. A medwatch report was submitted.